Event description:
It was reported that the pacemaker device exhibited oversensing and noise on this right atrial (ra) channel. It was noted the patient had syncopal episodes more frequently. The health care professional (hcp) stated that the patient had no rhythm of their own. Subsequently this ra lead was explanted. No additional adverse patient effects were reported. This lead is not expected to be returned for analysis.